Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with a stripped battery cap coin slot. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents, and passed the self test, unexpected restart, and off no power tests. No unexpected failed battery test alarms were noted. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the display returned and they received a failed battery test alert. The customer's father stated that the battery compartment and spring were not damaged or corroded. The customer's father stated that the battery cap was not damaged or corroded. The customer's father stated that the failed battery test alert recurred after inserting a new battery. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.